Manufacturer narrative:
Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Device was not returned to manufacturer for evaluation. Therefore, we are unable to determine the cause of the event.

Event description:
It was reported that the patient underwent a minimally invasive tlif using rhbmp-2/acs and a peek vertebral body spacer supplemented with posterior fixation instrumentation. Initially, the patient had relief of pre-op radicular pain and did well. At approximately 2-3 months post-op, the patient complained of recurrence of leg pain, and was sent for MRI, which showed an encapsulated fluid collection at annulotomy site pressing into foramina and displacing nerve root. At approximately 4.5 months post-op, a minimally invasive surgical intervention was performed to decompress the impinged neural elements by exicising/draining the encapsulated fluid collection and irrigating the site. The patient's condition has reportedly improved post-intervention.